Event description:
It was reported by service report that the scale is inaccurate at low height. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Frame rubbing at lowest height. Lower limit re-adjusted.